Event description:
It was reported that the patient experienced a perforation from the right atrial (ra) lead, which resulted in pericardial effusion, tamponade, and hemothorax. After the lead was explanted and replaced, a pericardial tap was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2012, (B)(4) stent graft (B)(6) 2006, (B)(4) stent graft (B)(6) 2006, (B)(4) stent graft (B)(6) 2006, (B)(4) stent graft (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was body tissue/fibrotic growth in the distal electrode, the helix was bent and distorted, and there was apparent explant damage.